Event description:
Dilator would not allow wire to pass. Plastic plug blocking lumen for wire. Appears no hole was drilled out. Sheath not placed in pt. Used another of same make to use on pt. Verbally confirmed that guidewire was not removed.